Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that an implant at tooth site #36 was removed due to mount fracture. The implant was been placed. During the final turn, the mount fractured inside the implant. No instrument was able to remove the broken fragment, so doctor had to create a crater around the implant in order to extract it with forceps. The procedure was completed with another implant : tsv 4,7*8 mm.

Event description:
It was reported that an implant at tooth site #36 was removed due to mount fracture. The implant was been placed. During the final turn, the mount fractured inside the implant. No instrument was able to remove the broken fragment, so doctor had to create a crater around the implant in order to extract it with forceps. The procedure was completed with another implant : tsv 4,7*8 mm. Upon inspection of returned product. A fractured fragment was found to be stuck inside. Additional information was obtained regarding the inspection findings. The doctor has confirmed that the failure occurred during the placement of the implant, not during removal. The doctor is not aware of a fractured screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d10. Concomitant medical products . Unknown zimmer screw, unknown lot number. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implant was damaged during removal. The implant¿s bundled mount was fractured. The mount¿s fractured hex was not returned. The bundled mounts retaining screw was intact. The implant has a portion of a fractured fragment stuck at the bottom of the implant. DHR review was completed for the subject lot number 1298703. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1298703 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The bundled mount was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.